Event description:
Problem: there have been a number of reports of perforation of the uterine wall and injury to adjacent organs particularly the bowel and bladder. Pts who have a uterus that is either retroverted or displaced laterally secondary to pelvic fibrosis are most at risk. Action: in cases of suspected uterine displacement users should verifty correct placement of the device into the uterus, before the device is activated. This can most easily be established by the use of ultrasound. If the device uses a balloon this should remain inflated during the ultrasound scan. Background: a number of incidents of uterine perforation or the creation of a false uterine passage have been reported to the medical devices agency with the use of these devices. The incidents have frequently resulted in damage to adjacent organs. In some cases resection of the damaged tissue has been required.